Manufacturer narrative:
Customer service conducted troubleshooting with the customer and identified that the membrane was popping up from the connector and not laying flat. The customer was sent spare parts. On (B)(6) 2017, the customer contacted customer service and reported that the spare parts did not resolve the suction issue and she alleged that in november she was engorged and had mastitis, for which she was prescribed an antibiotic. On (B)(6) 2018, in follow up with a complaint handler, the customer indicated that the mastitis was resolved and that she would be returning the replacement pump to her insurance company for a refund. She indicated that she was using a pump in style instead, which was working without issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer reported to medela llc that she had low suction with her freestyle breastpump.